Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that "the user felt resistance when grasping the trigger and felt it difficult to fire a staple during use. Therefore, another unit was used to complete the procedure. No staple fell/remained in the patient and no injury to the patient was reported".

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the staples were severely misaligned. The stapler was returned with its trigger not engaged. There were no signs of biological material on the device. The stapler was received with 25 staples left in the cover block, indicating that at least 10 staples were fired by the customer. Upon functional inspection, the first fire attempt resulted in an unformed staple releasing. The next two fire attempts resulting in no staples firing. The fourth fire attempt resulted in the staple fully forming and releasing. The next fire attempt resulting in no staples firing. The sixth fire attempt resulted in the staple fully forming and releasing. The pusher did not move as the stapler was fired for functional testing. Resistance from the trigger was observed during functional testing. The device was disassembled and die casting anomalies were discovered on the forming tool. No other defects or anomalies were observed. The pusher appeared to be aligned. The saddle spring was correctly attached to the pusher. The source of the staple misalignment could not be conclusively determined. The IFU for this product, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. The returned stapler revealed that the staples were severely misaligned. The device was disassembled and die casting anomalies were discovered on the forming tool. No other defects or anomalies were observed. The pusher appeared to be aligned. The saddle spring was correctly attached to the pusher. The source of the staple misalignment could not be conclusively determined. Non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "the user felt resistance when grasping the trigger and felt it difficult to fire a staple during use. Therefore, another unit was used to complete the procedure. No staple fell/remained in the patient and no injury to the patient was reported".